Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring and the customer believed the temperature change may have been the cause of the occlusion alarm. Blood glucose was 258 mg/dl. The customer declined to remove the site to observe the cannula, reattached the site, delivered a bolus, and the alarm did not reoccur.